Manufacturer narrative:
Investigations have determined that a general reagent issue most likely can be excluded.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for free triiodothyronine (ft3). It was asked, but it is not known when the event occurred. The sample initially resulted as 6.10 pg/ml. The sample was repeated and resulted as 3.10 pg/ml. The sample was repeated a second time and resulted as 3.10 pg/ml. The sample was then sent to a different laboratory and tested on a centaur analyzer, resulting as 3.10 pg/ml. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample was provided for investigation and tested on a cobas 8000 analyzer, resulting as 2.99 pg/ml. The sample was also tested on an e411 analyzer, resulting as 3.08 pg/ml. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The ft3 reagent lot number and expiration date were asked for, but not provided. A specific root cause could not be determined based on provided information.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).